Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental a will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pediatric biopsy forceps was used in a biopsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, on the endoscope image, a string/thread like tiny object, similar to lint, was observed on the cup when opening the forceps. Another radial jaw 4 pediatric biopsy forceps was used to complete the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pediatric biopsy forceps was used in a biopsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, on the endoscope image, a string/thread like tiny object, similar to lint, was observed on the cup when opening the forceps. Another radial jaw 4 pediatric biopsy forceps was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
H6: problem code 2944 captures the reportable event of foreign material present in device. H10: investigation results: visual inspection found the returned device does not have any visible failure. No foreign matter was noted on the device. The most probable cause classification is "no problem detected" since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.